Event description:
The pt was undergoing an ercp sphincterotomy for choledocholithiasis. Balloon extraction of the stone was not successful. A basket was used and captured the stone. The basket impacted in the distal common bile duct and was unable to be withdrawn into the duodenum. Mechanical lithotripsy was attempted, but the plastic sheath separated from the wires of the basket and the wires snapped outside the pt's mouth. All attempts at removal of the stone and basket were unsuccessful and the pt was taken to the or for an open procedure. The pt was discharged on 4/23/98 in stable condition.